Event description:
Pt was revised because of poly wear.

Manufacturer narrative:
This complaint is still under investigation. The company will notify the FDA of the results of this investigation once it has been completed.